Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The hemoloks misfired and one was broken when fired. They tried to fix it at the back table but were unable so opened new handle. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73h1600665 was manufactured on 08/29/2016 a total of 288 pieces. Lot was released on 09/02/2016. DHR investigation did not show issues related to complaint. Per DHR the product auto end05 ml, lot # 73h1600665 was manufactured on 08/29/2016 a total of 288 pieces. Lot was released on 09/02/2016. DHR investigation did not show issues related to complaint. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device as the jaws would not open completely. The remaining clips had the same issue. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the bottom jaw has bent jaw legs. The bent jaw legs and rotation tab could prevent the clips from properly loading. The sample was received with 3 clips remaining in other remarks: the channel indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. Reference the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab and bent jaw legs on one of the jaws which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, it was found that the clips were unable to properly load. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The hemoloks misfired and one was broken when fired. They tried to fix it at the back table but were unable so opened new handle. There was no patient injury.